Event description:
This report is for connection issue with a transfer set. The doctor contacted baxter's technical service center to report an issue of connection issue which occurred on transfer set. The doctor reported that the home choice (hc) alarm with reload set(rls) 154 when the transfer set was connected to spike port of the solution bag by clean flash transfer set. The home patient (hp) found that the spike was not connected. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed and the cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.